Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the orvil anvil of the instrument was observed to be tilted and separated from the tubing. The suture was not acceptable and broken. The white component was still attached to the tubing. A black suture was attached holding the white component to the tubing. Visual inspection of the orvil anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. It was reported that the component was disengaged, instrument bent, and suture broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: eeaxl2535, eeaxl2535 eea xl 25mm-3.5 sgl use stap (lot#:unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, at the time of gastrojejunal anastomotic, the suture attached to the orvil detached/broke. Therefore, the device fell into the abdominal cavity. The surgeon extracted the device by pinching the white part at the tip of orvil using forceps. Another suture was then tied to the device and the anastomosis was performed. It was observed that the anvil was bent and it was also noted that when the device was removed, the device retracted the tissue of the small intestine side slightly too much. Therefore, the tissue (donut ring) was not formed neatly and the anastomosed site seemed to be twisted. Thus resection was performed and the anastomosis was performed again. This led to about 30 minutes extended surgicaltime and tissue defect.